Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:synergy ous mr 2.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts on mid stent region were noted to be lifted. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25-feb-2020. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50 x 38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to calcification. No patient complications were reported and patient status was stable. However, returned device analysis revealed stent damage.